Manufacturer narrative:
Phone technical support unable to clear/correct error. Field service engineer dispatched. Patient under anesthesia when case cancelled.

Event description:
Lithodiamond failed to couple to patient during beginning of lithotripsy treatment. Unit gave error message cuw89. Service was called, field service engineer provided phone technical support and was unable to clear error message. Case was canceled after about 15 minutes. No shocks were fired to kidney stone. No treatment was ever made.

Manufacturer narrative:
Field service engineer found the coupling pump weak. Replaced coupling pump and was able to fill therapy head and test fire shocks.